Event description:
Anesthesia machine gap module failed before procedure could start and had to be switched out. Patient was bagged while getting new machine. No patient harm. Prolonged anesthesia time. This is the second similar event with this device. The manufacturer was contacted.